Event description:
The affiliate reported that the device was implanted via v-p shunt. After implantation, the device would not reprogram the pressure. As a result, the device was replaced.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was actually that of product code 82-3162 and not 82-3844 as initially reported. In addition, a tear in the silicone housing was found at the distal end of the valve. It is not possible to determine how the tear occurred. The instruction for use does warn health care users to use extreme care as silicone has a low tear resistance. When the device was tested for function it was noted that it passed all tests. A review of the device history records was conducted and revealed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.